Manufacturer narrative:
This report is submitted on april 07, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance with device use. Neural response telemetry was attempted; however, no measurements were obtained. Imaging revealed the tip of the array to be folded over in the cochlea. The device was explanted on (B)(6) 2017, and the patient reimplanted with a new device during the same surgery.